Event description:
It was reported that the voyager was advanced to the lesion, with difficulty due to the anatomy. The balloon was inflated for 45 seconds at 8 atm. As the catheter was being removed, resistance was met, and as the catheter was pulled a little harder, it separated. The entire device was removed on the guide wire without add'l intervention and there were no pt effects.

Manufacturer narrative:
Eval summary: qa analysis of the device revealed that the unit was returned with the soft tip separated and not returned. The catheter was separated 3.9 cm distal to the guide wire exit notch. Both sections were returned and the separated edges were jagged. The inner member was wrinkled and wavy distal to the separation for a length of 19 cm. The inner member had been pushed distally with the proximal end 2.3 cm distal to the proximal end of the outer member. The inner member was prolasped in the balloon at the distal end for a length of 2 mm. No other damage was noted. Quality engineering review of the event and the reported info noted, it is not possible to determine an exact root cause of the shaft separation. The shaft at the point of breakage appears to have been stretched/necked, the presence of which implies the application of some force. The incident description noted that when resistance was met, the physician pulled a little harder and the device separated. Per the IFU (instructions for use), if resistance is felt, determine the cause before proceeding. Continuing to retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. It is considered unlikely that the shaft damage occurred during mfg because all balloon dilatation catheters are visually inspected for shaft integrity during mfg and damage as such would have been caught during 100% inspection prior to packaging. Additionally, samples from each mfg lot are tested to failure to verify their lumen integrity and tensile stength in the catheter system. This MDR is considered closed by the qa dept.